Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the coating of the insertion tube peeled off due to stress of repeated use, external factors, or handling. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During inspection and testing of subject device, the allegation was confirmed. It was found, there were stains in the image due to damage to the image guide bundle. In addition to the evaluation, there was dirt on the objective lens. The flexible tube of the insertion section was crushed. There was sagging of the curved rubber. The curved rubber adhesive was missing. The operation part main body was abnormal. There were scratches on the eyepiece. There were scratches on the angle lever. Scratches were on the up down plate. The display on the base of the light guide mounting part was unclear. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus employee from the repair department reported, a loaner tracheal intubation fiberscope image guide bundle having stains. There was no report of user or patient harm associated with this event. During inspection of subject device, coating of image guide serpentine was peeling off. This MDR is being submitted to capture the reportable malfunction found during evaluation.